Manufacturer narrative:
Due to character limitations in e1 event site name-(B)(6) supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that, cardiosave intra-aortic balloon pump (iabp) had screen display failure (touch panel screen flickers). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. There was no error log. Display control board, connectors cleaned and re-fixed, running test, operation confirmed.

Event description:
N/a.